Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and was repositioned. The ra lead dislodged again and was attempted to be repositioned, but dislodged again. It was noted that the lead was not sutured tight on the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.